Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received not deployed. Investigation of the download data found several pulses had been read incorrectly, resulting in first prime ending too early. First prime ending too early resulted in second prime ending before the ratchet gear firing flat was lined up with the release beam, causing the needle deployment failure. Inspection of the commutator cap found signs of oxidation. The oxidized areas of the commutator cap lined up with the incorrect sensor readings seen in the data. This oxidation contacting the rotational sensor springs caused the sensor readings failures that prevented the needle from deploying.correction to d(4): lot number changed from unavailable to l45759.catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 11/9/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 5/9/2020.